Manufacturer narrative:
As reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of multiple deep vein thrombosis (dvt) in the lower extremities. The patient was admitted to the hospital with anemia, gastrointestinal (gi) bleed, secondary to chronic ulcerative colitis. The patient was referred for filter placement, as the patient was unable to be anticoagulated safely and was having problems with anticoagulation compliance. During the filer implantation procedure, the maximum diameter of the vena cava was noted to be 22mm. The filter was deployed 1.5cm below the renal veins. The patient tolerated the procedure well and was taken to recovery in stable condition. The filter subsequently malfunctioned caused injury, damages, to the patient, including but not limited to blood clots, clotting and/or occlusion of the inferior vena cava (ivc). Per the patient profile form (ppf), the patient presented for a computerized tomography (CT) scan which showed thrombosis. The patient also reports emotional distress, mental anguish, stress and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned caused injury, damages, to the patient, including but not limited to blood clot, clotting and/or occlusion of the inferior vena cava (ivc). The patient suffered life-threatening injuries and damages requiring extensive medical care and treatment. As a further and proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review, it is not possible to clarify the location (proximal or distal) of the clots to the placement of the ivc filter. Blood clots and an ivc occlusion do not represent a device malfunction. Placement of a vena cava filter is not a cure for blood clots nor does it prevent the formation of clots (thrombosis). Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned caused injury, damages, to the patient, including but not limited to blood clot, clotting and/or occlusion of the inferior vena cava (ivc). The patient suffered life-threatening injuries and damages requiring extensive medical care and treatment. As a further and proximate result the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.